Event description:
The customer reported obtaining an erroneous differential results for one (1) patient sample from the coulter® lh 750 hematology analyzer. The customer repeated the patient sample on an alternate analyzer on the same day and obtained discrepant results which were considered correct. The erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided printouts of the initial erroneous results but did not provide results of the repeat run which the customer considered correct. The customer suspected that erroneous differential results for three (3) other patients were also generated; however, the customer did not rerun the other three samples on the alternate analyzer and a comparison of results could not be performed.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and discovered a defective stabilyse pump which was generating air bubbles. The fse replaced the stabilyse pump to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to a defective stabilyse pump.